Event description:
The caller alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: 04/20/2015, inratio inr: 1.1, poc inr: 2.3. Therapeutic range: 2.0 - 3.0. The time between testing was two hours. Reportedly, the caller used improper techniques when performing the inratio testing by "milking" the finger after the finger stick and touching the finger to the sample well when applying the blood. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.